Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported under 0001825034-2016-02619. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2016-02619.

Manufacturer narrative:
(B)(4). Unknown cup,pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-11082. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery due to metallosis, elevated ion levels, pain, bone loss, bone fracture, tissue damage, approximately 10 years after the initial surgery.